Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Update: (B)(6) 2012 - patient's fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2007. She later experienced discomfort, pain, and soreness, as well as elevated levels of cobalt and chromium. Patient had the right asr hip implant explanted on (B)(6) 2007.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges closed dislocation and infection.